Event description:
It was reported that a resolute integrity rapid exchange (rx) drug eluting stent (2.75mm x 26mm) was implanted, in the circumflex, f ollowing pre dilation. Stent thrombosis was reported to have occurred approximately 24-48 hours post stent implant. Patient was treated with brilinta and another brand stent was implanted. No other clinical sequelae reported. Image review procedural images were provided. The images of the initial procedure confirm that the physician was treating a totally occluded lesion in the lcx. This occlusion may have been contributed to by a thrombolytic event. Close up images suggest that there may have been a degree of stent mal apposition.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent thrombosis); none (device not received for evaluation).